Event description:
Customer reportedly obtained results of hi (greater than 600 mg/dl) and 191 mg/dl on the aviva system within 10 mins. Customer also reports results of 300 mg/dl and 89 mg/dl on the aviva system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.